Event description:
It was reported the device longevity was two years and four months and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 0147 competitor implantable tachy lead (B)(6) 2003, 559245 implantable pacing lead (B)(6) 2006. (B)(4).